Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in four pieces, measuring 91.0 cm, 73.5 cm, 8.0 cm and 22.0 cm, respectively. Visual examination found multiple external insulation abrasions were noted at 26.2 cm to 26.3 cm, 26.4 cm to 26.5 cm, 31.9 cm to 32.1 cm and 36.3 cm to 37.0 cm from the connector pin, exposing the outer coil caused by friction to the device can on the connector portion of the lead. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in four pieces, measuring 91.0 cm, 73.5 cm, 8.0 cm and 22.0 cm, respectively. Visual examination found multiple external insulation abrasions were noted at 26.2 cm to 26.3 cm, 26.4 cm to 26.5 cm, 31.9 cm to 32.1 cm and 36.3 cm to 37.0 cm from the connector pin, exposing the outer coil caused by friction to the device can on the connector portion of the lead.